Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt experienced red heart alarms while connected to batteries and the power module. The system controller was exchanged to the backup. Later, the pt was getting up from bed and changing to battery power, and his back up system controller began alarming and low flow was noted. The pt was transported by ambulance and his readings were erratic and the low flow message was often seen. Upon standing and moving from the stretcher to the bed, the red heart alarm was heard and seen. The hospital was unable to reproduce the red heart alarm by manipulating the external lead. The alarms appeared to occur when the pt physically moves.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.